Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "patient was standing and walking" and "one of the legs snapped just below the crossbar while it was in use." The customer contact reported, "patient fell when this occurred." The customer contact stated the patient had "scrapes and bruises", "potential shoulder injury", and "was evaluated by primary care provider on (B)(6) 2026" following the reported incident. The customer contact reported "patient prescribed pain medication" and "will continue pt/ot services." No additional information is available regarding the customer reported incident at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact on (B)(6)2026, "patient was standing and walking" and "one of the legs snapped just below the crossbar while it was in use." The customer contact reported, "patient fell when this occurred."